Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 17.5mm from the distal end. There was no scratch, which may lead to the fracture, around the broken point. The shape of the fracture, around the broken point. The shape of the fracture surface showed that a crack spread from the starting point of the fracture. And there was a coarse part on the fracture surface which showed that it was fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the probe broke due to the stress by touching physically something having the cracked probe. As the cause o the crack on the probe, it is possible that the user activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. Based on the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp (omsc) was informed that during the operation, the subject device could not be activated. The user exchanged the device for another device and the procedure was completed. The user noticed after the procedure that the probe of the device had broken off. Moreover, the fragment had fallen to the outside of the patient's body. The device was new. Ther was no report of patient's injury regarding this event.